Manufacturer narrative:
A product investigation is in progress.

Event description:
Left the tampon in me [foreign body in reproductive tract]. Tried to remove my tampon as usual only to have the whole entire string come off, left the tampon in me [complication of device removal]. The whole entire string come off - tampon [device breakage]. Consumer contacted via e-mail and stated that she tried to remove her tampon as usual only to have the whole entire string come off, leaving the tampon inside of her. No serious injury was reported.

Manufacturer narrative:
11-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Left the tampon in me [foreign body in reproductive tract] tried to remove my tampon as usual only to have the whole entire string come off, left the tampon in me [complication of device removal] the whole entire string come off - tampon [device breakage] case description: consumer contacted via e-mail and stated that she tried to remove her tampon as usual only to have the whole entire string come off, leaving the tampon inside of her. No serious injury was reported.